Event description:
It was reported to medtronic neurosurgery that the patient had a strata valve implanted in (B)(6) 2012 to treat her hydrocephalus. After the operation the patient experienced diminished vision, but has not returned to her neurosurgeon to be checked out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).